Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2017-06132. Reference MFR. Report#: 1627487-2017-06133. It was reported the patient passed away on (B)(6) 2017 (according to obituary) due to heart attack. The death was unrelated to abbott products. It is unknown if death was related to the procedure. It was reported the patient underwent a surgical procedure on (B)(6) 2017 to implant abbott/sjm products. However, the procedure was abandoned (reference MFR. Report#'s : 1627487-2017-05847, reference MFR. Report#: 1627487-2017-05848 , and reference MFR. Report#: 1627487-2017-05850). The patient previously had a competitor's system. It was noted the competitor's ipg was explanted on (B)(6) 2017, but the competitor's leads remained. No abbott products were implanted.